Event description:
It was reported that a guidewire entanglement occurred. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter and guidewire became entangled together. The devices were removed from the patient and another similar device was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was twisted, and the sheath assembly was kinked. The catheter was returned with the guidewire entangled. A kink in the sheath can occur in the procedure during advancement maneuvers inside the vessel and into the interest area, in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter, if the pushing force from the user and this opposing force caused by the friction, are not parallel to each other, the sheath could bend and consequently collapse into a kink.

Event description:
It was reported that a guidewire entanglement occurred. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter and guidewire became entangled together. The devices were removed from the patient and another similar device was used to complete the procedure. There were no patient complications.